Event description:
Patient on enteral feeding pump - error occurred on volume delivered. Pump would not allow user to reset or re-enter other amount. Patient is on insulin drip. No problem found with pump by biomedical engineering. Proper use of keypad was verified and confirmed in biomed.